Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/jan/2014, 24/apr/2014, 23/oct/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade unknown. The events of capsular contracture and nipple discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced ¿nipple discharge (fluid)." Health professional reported capsular contracture, baker grade unknown and a rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, the device was underweight, crease fold, wear abrasion, a dark ring, and red particles. A microscopic analysis was performed which identified a crease(sharp) on posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is a crease(sharp) on posterior side due to fold(flaw) opening.

Event description:
Patient reported having experienced ¿nipple discharge (fluid)." Health professional reported capsular contracture, baker grade unknown and a rupture. This record is for the left side. Device was explanted.